Manufacturer narrative:
.

Event description:
The hcp reported that, the patient did not improve despite increase in drug dosage. An x-ray was taken and showed a possible catheter dislodgement. Study was attempted, but the hcp was unable to aspirate csf.